Manufacturer narrative:
Product analysis: model: 2490g21, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that no defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the monitor had bad batteries leaking in the compartment. The patient was advised to switch out bad batteries and to try to transmit again. The monitor would remain in use. No patient complications have been reported as a result of this event.